Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens was removed because the surgeon was not being able to place the iol in the capsular bag. The lens was removed without enlarging the incision. No pt injury.